Manufacturer narrative:
This report is being field to update the describe event or problem field and the device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple shocks. A request for analysis was needed. No adverse patient effects were reported. The device remains implanted. Technical services (ts) review of the case identified some options to attempt to reproduce the reported situation as well as to identify programming options. Ts noted that the type of oversensing seen in this case was due to low r:t ratio component. There was no mechanical noise or clear myopotentials. Ts noted that spontaneous change in heart conduction was changing beat morphology causing inaccurate rate counting.

Manufacturer narrative:
This report is being field to correct the initial reporter section.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple shocks. A request for analysis was needed. No adverse patient effects were reported. The device remains implanted. Technical services (ts) review of the case identified some options to attempt to reproduce the reported situation as well as to identify programming options. Ts noted that the type of oversensing seen in this case was due to low r:t ratio component. There was no mechanical noise or clear myopotentials. Ts noted that spontaneous change in heart conduction was changing beat morphology causing inaccurate rate counting.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited multiple shocks. A request for analysis was needed. No adverse patient effects were reported. The device remains implanted.